Event description:
The customer states that one patient sample generated an initial potassium assay result of 7.2 mmol/l on the architect c16000 analyzer. The sample retested at 4.7 and 4.7 mmol/l. No suspect results were reported from the lab. The customer noted that the wash cup is spraying water out of the cup and is concerned that some will spray into the cuvettes. A service call was initiated. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Upon inspection of the analyzer, the customer noticed that mixer wash cup 1a was splashing or overflowing and that the top of the cuvettes were wet. The customer cleaned the mixer wash cups and drains, and abbott field service (fs) performed a follow-up inspection that revealed no problems or issues. The fs comments indicate that the likely cause of the potassium falsely elevated result was due to liquid splashing into the cuvette from the mixer wash cup 1a, and that the splashing was likely resolved by the customer cleaning the wash cups and drains. The system logs from the architect c16000 analyzer verify the issue but do not reveal any evidence supporting a probable cause for the discrepant high potassium result. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and ict sample diluent package insert provide information to address the customer's current issue. Based on the available information, splashing from the mixer 1a wash cup into a cuvette was determined to be the probable cause for the erratic potassium result generated on the architect c16000 analyzer. The issue was limited to one potassium result from one sample. The customer cleaned the wash cups and drains to address the issue, and field service follow-up inspection found no problems or issues. The evaluation did not identify a product deficiency. Review of complaint tracking and trending.